Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the atrial and shock channels, exhibited by these pace/sense and transvenous defibrillation leads. The noise resulted in inappropriate atrial tachycardia response (atr) episodes. It was noted that the patient's current device is on the right side and their previous device was on the left with the old leads capped. It was questioned if the capped leads could be causing the noise. It was further noted that a new atrial lead would be implanted that day. A technical services (ts) consultant discussed that the capped leads could be causing the noise depending on their proximity to the newer leads. Additional information was provided that the patient was brought back for a revision; but no new lead was implanted. The physician cleaned off the pins and re-set the set screws; the noise was unable to be reproduced, and the patient will continue to be monitored. Additional information was provided that the device was later explanted due to normal battery depletion and was returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.